Event description:
Patient received inappropriate shocks due to lead dislodgement. X-ray showed that the lead had moved back up to the tricuspid valve. The physician attempted to reposition the lead but was unsuccessful. Hence, the lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.